Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing in a laparoscopic colon procedure, the surgeon found that there was a clamp or anvil disadaptation or disadjustment. There was poor staple formation. The surgeon had to switched back on the anvil on the device and fired a second time. An air and bubbles test was done, the anastomosis was not done correctly despite using the compliant pliers. To resolve the issue, the surgery was converted into an open procedure. The surgeon had to closed the rectal stump with a prolene and made an hartman. It was also noted that the surgical time was extended for more than thirty minutes. The patient had a postoperative ileus and urinary tract infection.